Event description:
A us distributor reported that a patient's electrode belt's te pad was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te pad) was confirmed due to the white pulse wire being pinched at the ECG ¿c&d¿ cable. The ecgs were non-functional. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.